Manufacturer narrative:
(B)(4). Batch # unk. A DHR review was performed, and there is no evidence of device defect or malfunctions.

Event description:
It was reported that during a nasal procedure, the buttons on the hand held suction coagulator would continue to activate the device, after the doctor released the button the device. The doctor used footswitch activation to complete the procedure. There were no patient consequences reported.